Event description:
It was reported that the physician was having issues with his programming tablet. It was reported that when the tablet is attempted to be used at the interrogation screen, it give the message cannot find port. Troubleshooting was performed which confirmed that the programming wand was functioning properly. A hard reset of the tablet did not resolve the issue. A new programming tablet was provided to the physician. The programming tablet was received for analysis; however, the usb to db9 cable was not returned. Analysis of the tablet was completed on (B)(4) 2014. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The table was able to power on and boot to the vns software with no observed anomalies.